Manufacturer narrative:
(B)(4). The rt268 infant dual-heated evaqua2 breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k103767. Method: two pressure lines of rt268 infant dual-heated evaqua2 breathing circuit were received at fisher & paykel healthcare in new zealand for evaluation and were visually inspected. Results: visual inspection of the two complaint pressure lines revealed a moulding defect on the elbow of pressure line for both devices. Conclusion: we were unable to determine what caused the moulding defect of the pressure line elbow. The user instructions that accompany the rt268 infant dual-heated evaqua2 breathing circuit states: -"check all connections are tight before use." -"perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." -"set appropriate ventilator alarms."

Event description:
A distributor in japan reported on behalf of a healthcare facility via a fisher & paykel healthcare (f&p) field representative that the pressure line of two rt268 infant evaqua2 breathing circuits came off during setup. There was no patient involvement.

Manufacturer narrative:
(B)(4). The rt268 infant dual-heated evaqua2 breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k103767. The complaint rt268 infant dual-heated evaqua2 breathing circuit was recently received at fisher & paykel healthcare (f&p) in new zealand. We will submit a follow-up report upon completion of our investigation.

Event description:
A distributor in (B)(6) reported on behalf of a healthcare facility via a fisher & paykel healthcare (f&p) field representative that the pressure line of two rt268 infant evaqua2 breathing circuits came off during setup. There was no patient involvement.